Manufacturer narrative:
Reporter is synthes employee. A device history record (DHR) review was conducted: part # 319.006. Synthes lot # h521668. Supplier lot # h521668. Release to warehouse date: 19 jul 2018. Supplier: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: visual inspection was performed for the returned device. The depth gauge was received with the distal portion of the needle component broken off. The break is located in the threaded region of the needle and roughly flush with the depth gauge body broken off needle was not returned. The balance of the device shows surface wear consistent with use and which would not impact the functionality. Based on the visual inspection, the received condition was determined to agree with the complaint description. Document review: during the document/specification review the relevant drawings, reflecting the current and manufactured revision, were reviewed. Dimensional analysis: dimensional inspection of the needle component could not be conducted due to the post manufacturing deformation at the location of the break. Conclusion: in conclusion, the complaint condition is confirmed as the needle component is broken. The exact cause of the complaint condition cannot be determined as the handling and use of the device are unknown. However, the condition of the depth gauge is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. There is a protection sleeve component to protect the needle during transport and an outer body component which adds additional protection to the needle attachment point during use. No design or manufacturing defect or deficiency was observed during the investigation. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during routine incoming inspection, it was observed that the depth gauge was damaged. There was no known patient or hospital involvement. This report is for one (1) depth gauge. This is report 1 of 1 for complaint (B)(4).